Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large cell lymphoma in a patient with li-fraumeni syndrome¿ by yi-shan lee, armando filie, diane arthur, antonio t fojo, and elaine s jaffe, published in histopathology, 67, 923¿935, in 2015. It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up will be performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of late cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Reviewed journal article ¿breast implant-associated anaplastic large cell lymphoma in a patient with li-fraumeni syndrome¿ article states, "during subsequent years the patient was diagnosed with adrenocortical carcinoma...subsequently developed metastatic adrenocortical carcinoma to liver and lung." This medwatch is for the left side device. See manufacturer report # 9617229-2016-00190 for right side.